Manufacturer narrative:
Batch review performed on 16 february 2024. Lot 2312200: (B)(4) items manufactured and released on 06-sept-2023. Expiration date: 2028-08-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional implants revised. Batch review performed on 16 february 2024 on ball heads: mectacer 01.29.209 biolox delta ceramic ball head 12/14 ø 36 size m 0 (k112115) lot. 2340591. Lot 2340591: (B)(4) items manufactured and released on 07-nov-2023. Expiration date: 2028-10-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Batch review performed on 16 february 2024 on cup: mpact 01.32.156dh acetabular shell ø56 two-holes (k132879) lot. 2312735 lot 2312735: (B)(4) items manufactured and released on 14-nov-2023. Expiration date: 2028-10-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Batch review performed on 16 february 2024 on liner: mpact 01.32.3648hct mpact flat liner hc 36/f (k103721) lot. 2312754 lot 2312754: (B)(4) items manufactured and released on 02-aug-2023. Expiration date: 2028-07-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Batch review performed on 16 february 2024 on screws: mpact 01.43.0025 cancellous bone screw ø 6,5 l25 (k200391) lot. 2245812. Lot 2245812: (B)(4) items manufactured and released on 22-mar-2023. Expiration date: 2028-02-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
At 1 month from the primary, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon removed all components and implanted new permanent hardware. The surgery was completed successfully.